Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the powerseal clamp was working without any problems and suddenly stopped sending power. The issue was found during therapeutic pancreatectomy procedure. There were no reports of patient harm.